Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient with this right ventricular (rv) lead experienced asystole of less than five seconds. It was noted that the patient's conduction system was paused during the lead placement. A temporary pacing lead was placed while the rv lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.